Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump's reservoir compartment is damaged. Pieces of the reservoir compartment are falling off. Customer's current blood glucose is 74 mg/dl. Customer also mentioned issues with her infusion set not sticking. She stated her blood glucose was high on (B)(6) 2014, so she checked her insertion site and saw that it had fallen out. The issue happens about every third infusion set change. On (B)(6) 2014, customer had a high of 478 mg/dl. Customer was advised to speak to her doctor about over tapes and site preparation products. Due to the physical device damage, customer was advised the device needs to be replaced. She was advised to discontinue use and revert to a back up plan. Nothing further reported.